Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm noted. The pump had scratched display window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.